Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -9.00/+1.5/038 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2018. The patient experienced a refractive surprise and the lens remains implanted. The reporter indicated the cause of the event was due to user error and patient related factor. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional data: the reporter indicated the surgeon repositioned the lens on (B)(6) 2019 and the patient is happy. Claim # (B)(4).

Manufacturer narrative:
(B)(4).